Manufacturer narrative:
The device itself as well as the logfiles were evaluated and there is no indication that there was a malfunction of the opmi kinevo 900 that could have contributed to the focusing problems and complications during surgery. There seems to be no indication that reasonably suggests that the device has caused or contributed to the patient's death or that a malfunction of the device may have caused or contributed to this incident.

Event description:
A health care professional (hcp) reported that the opmi kinevo 900 stopped focusing during a brain operation after bleeding of the brain had started. It was further reported, that the patient lost 7 liters of blood. The device was working without any issues upon inspection; no further reported issues after the incident. The surgeon noted that the bleeding occurred before the assumed issue with the focus. The hemorrhage was under control before the loss of focus and restart of the device. No harm was reported directly from the incident. The device problem was resolved by shutting down and restarting the microscope. The patient died three days after surgery. The reason for the death remains unknown to date.